Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nutraclear needleless connector broke apart when the nurse was trying to access the patient's umbilical arterial catheter. There was no patient harm.